Manufacturer narrative:
Hamilton medical ag reference nr: (B)(4). Investgation outcome: it was reported that when connected to ac power the device switched off, while it operated properly on battery. A spark was observed at the power supply and multimeter checks showed no voltage on the power supply. The power supply was replaced, but the device still switched off after power-on. A field service visit subsequently replaced both the psu and the control board, after which the device operated normally. Therefore, the root cause was component failure. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: "machine getting switch off while connecting to ac power and machine working good in battery and some spark also occurred in power supply board and checked voltage also with multimeter there is no supply in board. I have checked the machine with new power supply board still machine is getting off after turning on." No patient involvement. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.